Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the sample evaluation is completed.

Event description:
Baxter reports a minicap transfer set was broken. The affiliate reported no patient injury or medical intervention at the time of initial notification.